Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a right bundle branch block and another manufacturer's this implantable cardioverter defibrillator (ICD). It was reported that this implantable right ventricular (rv) defibrillation lead was oversensing the p-wave and led to pacing inhibition. There was no specific time period provided regarding the length of the pacing inhibition or if this patient was pacemaker dependent. To date, there have been no adverse patient effects reported.